Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
It was reported via clinical affairs that a (B)(6) female experienced an arrhtyhmia event immediately post implant of an edwards aortic bioprosthetic valve. No device malfunction reported. Event summary states the following : " after epicardial pacing wires were capped, subject had a 12 second asystole necessitating a precordial "thump" and re-activation of temporary pacemaker. Subject was observed for several days and subsequently had a ppm implanted 3 days post implant. It was noted that the patient had a history of chronic atrial fibrillation. The outcome has been noted as resolved.

Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. These event are typically related to the procedure and not to the device. The provided information suggests nothing to indicate a device malfunction or quality deficiency that may have caused or contributed to this event.

Event description:
Additional information has been obtained in which the serial number for this device is now known.